Event description:
It was reported that the user experienced signal loss of dexcom g7 data to the ilet, after which troubleshooting guided a sensor toggle and re-pairing that restored pairing and warmup; subsequent ilet glucose readings were present and trended from 342 to 333, and the user had performed a supply change earlier that day. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed an interoperability problem identified consistent with intermittent communication failure, with a plausible involvement of the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component-related electrical and magnetic factors affecting communication.